Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels were not impacted. The customer performed multiple infusion set changes to address the occlusion alarms. Reportedly, the customer uses u-500 insulin in their cartridge. Tandem technical support informed the customer that u-500 was contraindicated to be used with the pump. During a follow-up, it was reported that after performing a cartridge change, no additional occlusion alarms occurred.